Manufacturer narrative:
The device was returned to olympus for evaluation. Upon inspection testing of the returned device, the user's request was confirmed. It was discovered, the air and water nozzles were clogged and the draining function reduced due to insufficient cleaning. In addition, there was a foreign object inside the nozzle, the play of the angle knob was out of the normal state due to the elongation of the angle wire and the suction cylinder was scraped. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
An olympus representative reported to olympus, on behalf of the customer, the amount of air/water supplied was insufficient due to clogging of the air/water nozzle on the evis lusera colonovideoscope. There were no reports of patient harm associated with this event. The medical device report (MDR) is being submitted to capture the reportable malfunction of foreign material exiting from the air/water nozzle found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was deterioration a the part of the device. Component analysis of the black solid material revealed that it was silicon-based resin such as rubber. Silicon rubber is used for a packing of the air/water button, a packing at the metal tip of the water container, and rubber of the connecting section of the injection tube. There is a possibility that pieces which occurred due to deterioration entered, which led to clogging. Olympus will continue to monitor field performance for this device.